Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawers for ketamine and midazolam were failed and the user was unable to access medications from those pockets, which located on co aor12. The customer attempted to recover the drawer, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a failed storage space icon on the station. The field service engineer fse requested the customer to log in and attempt recovery of the affected drawers. Customer successfully recovered and inventoried both drawers, confirming that all pockets were functioning properly with no errors. The system functioned as intended after the customer recovered the pockets with field service engineer assistance.